Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) who encountered and resolved the issue as mentioned in the initial emdr, reported that the iabp had been cleared for clinical use and returned to the customer after the issue was resolved. Additionally, the pm had been completed.. A supplemental report will be submitted upon completion of our investigation. A contact person at the event site is perfusionist (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device(10) the getinge field service engineer (fse) resolved the issue by replacing the pneumatic module assy. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. Event site telephone number is: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the autofill test. There was no patient involvement, and no adverse event reported.